Event description:
It was reported that during a procedure the device overheated. There was a backup device available. No delay or patient injury was reported.

Manufacturer narrative:
One 4.0 mm acromioblaster burr was returned for evaluation. Visual assessment of the device showed no damage/melting of the polycarbonate components that would indicate the device heated up. In addition the inner burr and outer sheath showed no evidence of being heated up. Functional inspection was performed and the inner burr rotated freely within the outer sheath as intended. The condition of a blade or burr heating up is the direct result of improper fluid flow during use. Per the device instructions for use under warnings ¿periodic irrigation of the blade is recommended to provide adequate cooling of the blade and to prevent accumulation of excised materials in the surgical site. Ensure that suction of 128 mmhg minimum is flowing while the instrument is running. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.